Event description:
Da vinci xi instrument arm drape was opened to the sterile field and upon inspection was found to have only one of the two magnets to attach the drape to the robot patient cart. Drape was removed and sent for return. A new drape was obtained and used for the procedure.